Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure, the patient experienced unusual extreme pain after the needle was successfully placed into the epidural space. The physician attempted multiple times to implant the lead, however the patient continued to experience pain and as a result the procedure was abandoned.